Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was treated for the low blood glucose. The customer was informed that there could be many reasons for low blood glucose. The customer declined assistance with trouble shooting the issue. No further information was provided.